Event description:
It was reported that anti-tachycardia pacing (atp) and high voltage therapy was delivered by the device. The physician requested additional guidance on the appropriateness of the therapy and if incorrect interpretation of signal occurred. Abbott technical support was contacted and review of the session records provided indicated the therapy was appropriate due to true ventricular tachycardia (vt)/ventricular fibrillation (vf). It is unknown if the physician agreed with the assessment. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the physician considered the therapy to be appropriate due to true ventricular tachycardia (vt)/ventricular fibrillation (vf). No intervention was performed. The patient was in stable condition.